Event description:
In 2008, patient had hip resurfacing procedure on right hip. Kodiak cold therapy unit applied after surgery. According to plaintiff's attorney, patient had mild 'frostbite' and 'tissue necrosis' following use of kodiak. According to plaintiff's attorney, patient made 'full recovery' and the cold injury was described as 'not particularly bad'. In 2011, patient had procedure on left hip. Despite earlier incident, kodiak cold therapy unit prescribed by md after surgery. Plaintiff's counsel states that patient's injuries to left hip include 'severe tissue necrosis'.